Manufacturer narrative:
A ge svc rep performed an on site investigation. The image process computer was replaced. The sys was the found to be operating as intended.

Event description:
It was reported the sys failed to display an image. No report of pt injury.